Manufacturer narrative:
Analysis of this guide wire under scanning electron microscopy concluded that the shaping ribbon had fractured as a result of a reverse bending fatigue. Engineering concluded that the shaping ribbon showed evidence of torsional loading that exceeded the designed strength of the device. Quality engineering has determined that this is a low level failure mode and will continue to monitor for this type of product issue. This MDR is considered closed by the quality assurance department.

Event description:
After a directional coronary atherectomy (dca) procedure while the physician was preparing for post-stent deployment, the tip of the guidewire was noted in a branch off the pt's left anterior descending artery. The pt was reported to be unaffected by the detached tip due to an already existing bypass graft. The pt is reported as fine.